Event description:
It was reported that the catheter was unable to pace from the beginning. Customer changed the catheter position, but it did not solve the problem due to the threshold intensity. Another catheter was used and problem was solved. There were no patient complications.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown gender, age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2009, the humapen memoir (lot 0708c01) was reported to have a defective display. This humapen memoir complaint is associated with 1141611. The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model. The device was returned on (B)(6) 2009. Initial examination found device displaying missing segments. It was unknown if the humapen memoir was continued.

Manufacturer narrative:
Customer report was not confirmed. Continuity testing confirmed both distal and proximal electrodes were continuous and there were no short or intermittent conditions. Balloon inflated clear and concentric without any leakage. No visible damage was observed from catheter body. No visible damage to returned syringe.